Manufacturer narrative:
The investigation included review of product historical data and product labeling. Review of product historical data for any trends and all customer complaints received for this issue did not identify any adverse trends or abnormal complaint activity. A review of the product labeling concluded that the issue is sufficiently addressed. Weekly maintenance for the cell-dyn 1800 was performed; however, calibration was overdue by 2 months (last performed august 2015), and the last preventive maintenance was performed april 2015. There was no correlation study or any information submitted for the cell-dyn 1800 and the unknown reference hematology analyzer. A pre-analytical issue, such as sample handling, mixing, or incomplete draw, could not be eliminated as a possible cause for the discrepancy between the lab and the reference's results. Customer service confirmed 29apr2016 that all maintenance was up to date and precision and calibration were verified for the cell-dyn 1800. No further issues with hemoglobin (hgb) were observed. The exact cause for the discrepancy was undetermined; however, it appears that maintenance/calibration may have also resolved the issue. A product issue was not identified for the cell-dyn 1800 analyzer, list number 07h77-01.

Event description:
Historical patient testing data was provided; cell-dyn 1800 hemoglobin of 9.6 g/dl on (B)(6) 2013.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely depressed hemoglobin of 7.6 g/dl with (B)(6) processed on the cell-dyn 1800. Another sample from the patient generated a hemoglobin of 10.5 g/dl at a reference lab. No impact to patient management was reported. No additional patient information was provided.